Event description:
It was reported that detachment occurred. The target lesion was located in arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, proximal tip was detached. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.

Event description:
It was reported that detachment occurred. The target lesion was located in arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, proximal tip was detached. The procedure was completed with another of same device. There were no patient complications nor injuries were reported. It was further reported that the arteriovenous fistula was severely tortuous and severely calcified. The tip of the catheter was only stretched and not fully detached as previously reported. The patient was in good condition post procedure.

Event description:
It was reported that detachment occurred. The target lesion was located in arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, proximal tip was detached. The procedure was completed with another of same device. There were no patient complications nor injuries were reported. It was further reported that the arteriovenous fistula was severely tortuous and severely calcified. The tip of the catheter was only stretched and not fully detached as previously reported. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a mustang device was received for analysis. A visual examination identified that the balloon was severely creased. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified a shaft kink 140mm proximal from the distal end of the distal tip. The shaft was also noted to be stretched. A visual examination observed no damage to the markerbands.